Event description:
Boston scientific received information that during a routine follow-up it was noted that this pacemaker was pacing close to the maximum sensor rate while at rest. It was concluded upon review of the event that the minute ventilation response factor setting was too high, resulting in aggressive sensor driven high rate pacing. The device was reprogrammed to remedy the issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.